Event description:
During an in-clinic follow-up, a rapid drop in battery longevity was observed. Abbott technical support was contacted and suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.